Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 319 error was found indicating a node not found issues on the acc confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 319 error was triggered during power up indicating fault, replicating the reported event. The usm was then installed onto a patient site cart (psc) fixture test platform (pftp) where check all boards present was found to be failing on the acc. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that a representative contacted technical support after a procedure had been completed, indicating a 319 error. The technical support engineer reviewed the logs and identified that the error was associated with the acc in usm1. The representative noted that the issue had previously occurred some time ago. Upon further investigation, the technical support engineer checked the part history for the installed usm and found no previous issues related to the 319 error. The representative was not currently in a procedure, and no other robotic cases were planned for the day. Instructions were provided to disable the arm, recover the fault, and lower the boom after disabling the arm before moving the robot out of the room. The procedure was completed as planned with no reported injury.